Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a band ligation procedure performed on (B)(6) 2025. During the procedure, the band was unable to deploy as the shooter was rotated. The strings became tangled due to repeated attempts to rotate the shooter and release the band. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.